Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the cartridge had been in use for more than 48 hours with humalog insulin. Customer went to the emergency room with high ketones and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.